Event description:
Distributor reported on behalf of the user. The device was in use with a patient for 24 hours when the patient awoke sick and vomiting. The patient's blood glucose levels were 523 mg/dl. The patient's mother gave the patient a correction bolus. An hour later, the patient's blood glucose levels were still high (in the 500 mg/dl range). The patient went to the emergency room where the site was removed and the cannula was found kinked. A new cannula/infusion site was placed while the patient was in the emergency room. It is unknown if diabetic ketoacidosis was experienced by the patient. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.